Event description:
On 3/29/94 an aus device was implanted. On 8/2/94 the pump was revised. Sometime in february of 1997 the cuff was removed from the pt due to erosion. The day of the surgery was not indicated.